Manufacturer narrative:
The insulin pump was programmed with test guardian 2 link and a test transmitter. Pump was able to locate and connect to sensor/transmitter. The pump communicated properly with the sensor and test transmitter. No sensor related errors or anomalies were noted. Pump was received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
The customer 's parent reported via phone call the insulin pump is having issues with disconnecting from the pump and downloading. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump is being replaced and is expected to return for analysis. No further details are given.